Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a lead issue. The patient¿s spine was twisted to the right and there was an issue with the right lead. He needed another revision. He was being given full body electrical sonic pulses on each of his 3 leads before trying another surgery to revise. Relevant medical history included cervical radiculopathy. Follow-up was performed to determine what had led to the lead issue, if the lead issue was confirmed and what it was specifically, and what actions were taken to address the event.